Event description:
Approx. 5-10 minutes into a dialysis treatment, there was a blood leak with no alarm condition. Blood loss was estimated at 150-200cc. There was no pt injury or medical intervention.